Event description:
The customer returned the device with an allegation that the device was not functioning properly. The customer alleged a fire occurred in relation to the device. In addition, there was a bad odor coming from the mask, smoke came out from the water tank, side vents, and the heat plate had a burn mark. No harm, death or serious injury was reported. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent to correct our previous submission.